Event description:
It was reported that upon trying to set the defaults for the rad 5 unit in question, the unit would not hold default setting after 6 tries using password (next, up, down, next) all other units took action with no incident. Only unit (sn# is (B)(4)) would not take and hold defaults. No pt involvement.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.